Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the self test failed on the insulin pump. The insulin pump will return. The customer's blood sugar is 277 mg/dl.

Manufacturer narrative:
Failed self-test alarm during self test due to faulty radio frequency board. Pump passed idle current test, run current test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Unable to perform bg meter test due to failed self-test alarm. The insulin pump was received with minor scratched display window, partially broken off reservoir tube lip, cracked belt clip slot and cracked reservoir tube.